Event description:
Related to MFR report # 2183959-2012-01360. Related to MFR report # 2183959-2012-01361. It was reported that the plaintiff was implanted with "the miniarc¿ on (B)(6) 2009, ¿to treat her pelvic organ prolapse and stress urinary incontinence.¿ the plaintiff¿s attorney alleges that the plaintiff suffers from ¿continued incontinence, urinary tract infections¿ and ¿pelvic pain, infection, bleeding, and dyspareunia.¿ the plaintiff¿s attorney alleges that the plaintiff ¿has suffered severe and permanent bodily and catastrophic injuries and significant mental and physical pain and suffering, and economic losses. The plaintiff¿s attorney also alleges that the plaintiff ¿has undergone medical treatment and will likely under corrective surgery and hospitalization.¿

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.